Event description:
It was reported that balloon rupture occurred. The target lesion was located in the obtuse marginal artery. A 8mm x 2.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated at 14 atmospheres but had ruptured. The device was removed. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).